Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk iii proximal seal system 4.3mm seal got hard quickly. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4). Autonumber: # (B)(4). A lot history record review was unable to be perform because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery international was contacted for ship history. According to their system, the user discarded this product. So we cannot provide you the lot # for any c-hsk-3043 shipped to the account during the time frame 1/18/2017 to 1/18/2018.

Event description:
The hospital reported that during a coronary artery bypass procedure, hsk iii proximal seal system 4.3mm seal got hard quickly. The hospital did not report any patient effects.